Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh (x2) and perfix plug. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh (x2) which were implanted on (B)(6) 2016 and (B)(6) 2017. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh (x2) and perfix plug. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh (x2) which were implanted on (B)(6) 2016 and (B)(6) 2017. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 ¿ patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair wit implant of two 3dmax meshes (device #1 and #2). Per operative notes, ¿the large indirect inguinal hernia and hernia sacs on each side was opened and dissected. The left and right sided meshes (device #1 and #2) was placed in the pre-peritoneal space.¿ (B)(6) 2017 ¿ patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with implant of perfix plug (device #3). Per operative notes, ¿indirect inguinal hernia was identified and reduced. A large perfix plug was placed in the peritoneal space above the defect and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2016) is considered to be a best estimate. This supplemental emdr represents the bard/davol 3dmax (device #2). An additional supplemental emdr was submitted to represent the bard/davol 3dmax (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.